Manufacturer narrative:
On october 20, 2021 additional information received indicated that the left side capsular contracture was IV, and right side grade was iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) year-old caucasian female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced left-sided suspected rupture and bilateral capsular contracture (unknown grade) postoperatively. The diagnosis of the capsular contracture was confirmed, and left-sided rupture was suspected by a healthcare professional during the consultation held on (B)(6) 2021. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant prostheses (catalog #: 3503251bc, left serial #: (B)(4), right serial #: (B)(4) ) on (B)(6) 2021. Upon explantation, the left-sided implant was found to be intact. This report is for the right-sided prosthesis.